Event description:
The customer contacted baxter's technical service center to report a high drain alarm 104 on the homechoice (hc) machine during use, patient connected in drain 4 of 4. The drain volume equaled 5114ml. The baxter technical service representative (tsr) had the home patient (hp) press stop and go. The tsr advised the hp to disconnect from the hc. The tsr asked the hp if they disconnected and the hp stated yes. The tsr had the hp cycle power on the hc and the tsr explained the alarm. The hp bypassed a drain because of a low drain volume. The hp checked the programming. The total volume equaled 12000ml, total time was 9:00, fill volume equaled 2500ml and the last fill volume was 2000ml. The dextrose was the same in cycle 4. The tsr reviewed the total ultrafiltration (uf) which was -2254ml. In cycle 4, the uf equaled 2614ml, cycle 3 equaled -1750ml, cycle 2 equaled 568ml, and cycle 1 equaled 822ml. The tsr would swap the device and the hp would contact the peritoneal dialysis registered nurse (pdrn) about therapy options for the night. The hp would also contact the pdrn about programming help for the new machine. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed homechoice return instrument test/evaluation (rite) functional testing and the homechoice rite electrical safety analyzer testing. The reported issue was confirmed in the event history log review. The cause was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm not including I-drain. A review of the following labeling was performed: homechoice / homechoice pro apd systems patient at-home guide, (B)(4). Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain on pages 15-65. The labeling also states, "by selecting bypass, you indicate that you are empty. The system considers your volume zero (0) and delivers your entire prescribed fill volume."

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.